Event description:
A 0.014 microwire was advanced through the micropuncture needle and into the common iliac artery. The gray catheter was then advanced into the left external iliac artery, and on trying to retrieve the wire, it had knotted and could not be retrieved through the micropuncture catheter. The entire system was then pulled out, and the wire broke such that approximately 4 cm of knotted 0.014 wire were left astride the left common femoral artery.